Manufacturer narrative:
(B)(4).this report of it being hard to open and close the twist clamp was confirmed; however, the root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
The twist clamp was too tight to close. It could not be closed and leakage occurred. The set had been used for 100 days. There was no patient injury or medical intervention. There was patient involvement.